Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17599234) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta balloon catheter (5mm15cm155) was used for pre-inflation but the balloon pinhole ruptured from the shaft part at first inflation. Then, the balloon was removed from the patient¿s body and confirmed that there was no leakage of pinhole and it seems to use the product. It was unknown how the procedure was completed but it was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa) and it was a chronic total conclusion (cto) lesion. The patient¿s vessel level of tortuousness and calcification was unknown. Initially, a contralateral approach was made. A non-cordis sheath introducer was used and the guidewire crossed the lesion. The product will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that there were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. There was no anomalies noted after the device was pulled from the packaging by the hub. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty encountered flushing the balloon catheter. There was no difficulty encountered connecting the hub to the indeflator device. There was difficulty tracking the catheter through the vessel or lesion because it was a cto lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The target lesion was the superficial femoral artery (sfa). The lesion was not calcified and tortuous. The percentage of stenosis was 100%. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The contrast media used in the procedure was iopaque350. The contrast to saline ratio was 50%. The brand of inflation device used in the procedure was everest. As reported, a 5x150mm 155cm saber pta balloon catheter was used for pre-inflation but the balloon pinhole ruptured from the shaft part at first inflation. Then, the balloon was removed from the patient¿s body and confirmed that there was no leakage of pinhole and it seems to use the product. It was unknown how the procedure was completed but it was completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa) and it was a chronic total conclusion (cto) lesion. The lesion was not calcified and not tortuous. Initially, a contralateral approach was made. A non-cordis sheath introducer was used and the guidewire crossed the lesion. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. There was no anomalies noted after the device was pulled from the packaging by the hub. The device was prepped according to instructions for use (IFU). There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty encountered flushing the balloon catheter. There was no difficulty encountered connecting the hub to the indeflator device. There was difficulty tracking the catheter through the vessel or lesion because it was a cto lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The contrast media used in the procedure was iopaque350. The contrast to saline ratio was 50%. The brand of inflation device used in the procedure was everest. One non-sterile saber rx5mm15cm155 balloon catheter was received for analysis coiled inside a plastic bag. The balloon was received deflated; however, it was noticed that the balloon was previously inflated. No other anomalies observed. Leak test was performed to the received product, a leakage was observed on the device body, at 97 cm from its distal end. Scanning electron microscope (sem) analysis was performed to the received device to identify the possible root cause of the leakage condition of the unit body. Sem analysis results showed that the rupture observed at the inflation lumen was probably induced by an external force. The elongations and the bulged material observed at the rupture could be evidence of excess pressure caused from an unknown object and from outside to inside. No other anomalies were observed during the sem analysis. A device history record (DHR) review of lot 17599234 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft burst¿ was confirmed through analysis of the returned device. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review, procedural and handling factors (difficulty tracking to the cto lesion) may have contributed to the shaft burst as evidenced by the elongations and bulged material noted at that the rupture site. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Always verify integrity of the catheter after removal.¿ neither the product analysis nor the DHR review suggests that the failures reported could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.